Manufacturer narrative:
The lens is implanted, therefore it is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that anterior vaulting of the lens was noted at the clinical exam approx 18 months post implant. The refraction changed from spherical equivalent of +0.25 to -1.00. Yag was performed on (B)(6) 2012 on inferior hinge of the iol. Subsequently prk was performed on (B)(6) 2012. Bcva was 20/25-3 s on (B)(6) 2012. This event pertains to the pt's right eye.